Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The issue was resolved by reseating the connections on the device. This report is complete and is considered closed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2011 had led light when set on "low" had mostly the amber leds that were illuminating. The issue was resolved after reseating the connections and the blue leds were illuminating on the unit. There was no report of harm, death or serious injury.